Event description:
The patient called and reported that riding over bumps in the road causes an increase of their heart rate. Additional information has been requested and not yet received. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568 lead, implanted (B)(6) 2014. (B)(4).